Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 185 mg/dl. The customer stated they did not have any symptoms of high blood glucose. The customer also reported their drive support cap was flush. The customer does not recall pressing on the cap while connected. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.